Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the lcd touchscreen failure was due to a defective top case. The top case was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that while the astral device was being serviced the technician observed that the lcd touchscreen was inoperable. There was no patient involvement reported as a result of this incident.